Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm, a few days prior to the call. The customer's blood glucose (bg) level was reported to be elevated; however the exact value was not provided. As the customer had changed out all supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed. The customer's elevated bg level was reported to be resolved after having changed out supplies and delivered a bolus.